Manufacturer narrative:
Only a photo of the defective cannula was available for examination. This showed the dismantled neck plate and the joint ring. No defects or faults were found on either the neck plate or the joint ring - the neck plate is hardly visible on the photo. It is therefore not possible to determine whether there was a material or shape defect in the joint or the neck plate. Another cause could be a strong force acting on the neck plate, which led to a strong deformation of the components and thus to the separation of the neck plate. Due to the absence of the affected sample, none of the causes can be confirmed.

Event description:
1) what went wrong: during a routine cannula change the new cannula split in two parts right after the insertion. The tube separates from the neck plate. No breaks or cracks of the material of tube and neck plate are visible. 2) description of health effect: bleeding at tracheostoma probably cause by the tube change.